Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient¿s communicator was broken and that the patient had taken the communicator "to a computer repair place" and they said it would need to be replaced. The patient stated that the communicator would not charge and there was something rattling around inside the communicator. While on the call, the patient mentioned that they had been recently diagnosed with cancer and they were having a hard time with not being able to bolus. A replacement communicator was requested from the repair department.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0 lot# serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 05-jul-2022, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿micro usb charge port is loose, rattling ¿ burnt l3 on charging board¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.